Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported alarm. A visual inspection of the returned device was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. A simulated therapy was performed successfully using the returned sample. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported alarm. The cause of the system error 2267 could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation was inadvertently unchecked for previously submitted follow up 001.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267. The patient was connected at the time of the alarm. This occurred during fill five of six of peritoneal dialysis (pd) therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative assisted the patient in clearing the alarm. The patient was to complete therapy using manual supplies restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.